Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, noise was noted on the right atrial lead along with chronic low sensing. No intervention was performed. The patient was stable and will continue to be monitored.